Manufacturer narrative:
(B)(4). We are in process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported after the cool path catheter was inserted into the pt, the physician attempted to adjust the position and rotate the shaft of the catheter when it broke near the handle. The catheter was removed and a new catheter was used to complete the procedure with no consequences to the pt.